Manufacturer narrative:
Manufacturing evaluation summary - a review of the manufacturing records was conducted and no ncrs, cos, smrs, or capas are associated with the lot history files. Per the manufacturing records, the lots satisfied all quality control testing and procedural requirements for product release. Device evaluation summary - gore has made multiple requests for the device to be returned in order to perform a physical evaluation of the device. However, the device was not provided to gore for physical evaluation. However, gore was able to perform a visual inspection of the device. The evaluation was limited to visual inspection only. The evaluation showed the following: ¿ the device was partially deployed, with the distal end of the endoprosthesis no longer constrained in the deployment sleeve. ¿ the deployment line for the proximal end of the device was severed or broken near the device slip knot location. ¿ a knot was present at or near the location of the device slip knot. The observed partial deployment of the endoprosthesis is consistent with the reported observations. The potential failure mode for the partial deployment of the device could not be determined with the available information. Additional information about the procedure, including circumstances around the multiple breaks in the deployment line and the details regarding the surgical removal of the device would be necessary to understand the observations. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), bleeding (procedural and post-treatment), surgical conversion, and death. It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿

Event description:
The following device deployment sequence was reportedly performed during the procedure: the device was introduced into the vasculature, advanced to the target location, confirmed the device had landed in its intended deployment location, and initiated normal deployment. It was reported it is unknown where the initial break point of the deployment line occurred, and it is unknown when the deployment line breaks occurred. It was reported the device was removed via the thoracotomy. It was reported the patient's cause of death was cardiogenic shock. A copy of the death certificate or autopsy report was requested but was not available. Operative records from the (B)(6) procedure, and a copy of the death certificate or autopsy report have been requested.

Manufacturer narrative:
Manufacturing evaluation summary - a review of the manufacturing records was conducted and no ncrs, cos, smrs, or capas are associated with the lot history files. Per the manufacturing records, the lots satisfied all quality control testing and procedural requirements for product release. Device evaluation summary - gore has made multiple requests for the device to be returned in order to perform a physical evaluation of the device. However, the device was not provided to gore for physical evaluation. However, gore was able to perform a visual inspection of the device. The evaluation was limited to visual inspection only. The evaluation showed the following: ¿ the device was partially deployed, with the distal end of the endoprosthesis no longer constrained in the deployment sleeve. ¿ the deployment line for the proximal end of the device was severed or broken near the device slip knot location. ¿ a knot was present at or near the location of the device slip knot. The observed partial deployment of the endoprosthesis is consistent with the reported observations. The potential failure mode for the partial deployment of the device could not be determined with the available information. Additional information about the procedure, including circumstances around the multiple breaks in the deployment line and the details regarding the surgical removal of the device would be necessary to understand the observations. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), bleeding (procedural and post-treatment), surgical conversion, and death. It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿

Event description:
The following device deployment sequence was reportedly performed during the procedure: the device was introduced into the vasculature, advanced to the target location, confirmed the device had landed in its intended deployment location, and initiated normal deployment. It was reported it is unknown where the initial break point of the deployment line occurred, and it is unknown when the deployment line breaks occurred. It was reported the device was removed via the thoracotomy. It was reported the patient's cause of death was cardiogenic shock. A copy of the death certificate or autopsy report was requested but was not available. Operative records from the (B)(6) procedure, and a copy of the death certificate or autopsy report have been requested.

Manufacturer narrative:
Gore has made multiple requests for the device to be returned in order to perform a physical evaluation of the device. However, the device was not provided to gore for physical evaluation. The evaluation was limited to visual inspection only. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold (totaling (B)(4) of (B)(4) devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: history and physical records dated (B)(6) 2016 indicates the following patient medical history: ascending and descending thoracic aortic aneurysm, abdominal aortic aneurysm, hypothyroidism, history of abnormal stress test, non-exertional intermittent chest discomfort, dyslipidemia, and hypertension. The records further indicate medical history of mild aortic valve regurgitation, dyspnea, and hoarseness. The records indicate medications including metoprolol, nitroglycerin, oxycodone, lipitor, premarin, acetaminophen, aspirin, levothyroxine, and multivitamin. The history and physical records dated (B)(6) 2016 also indicate: ¿cta from (B)(6) 2016 from outside facility¿the proximal descending thoracic aorta measures 6 cm, which is unchanged. There was a slight increase in the size of hematoma at that level. The origin of the ascending aorta measured 5.4 x 6 cm in ap and transverse dimension, which was unchanged. The distal descending aorta was measuring 4.5 cm in diameter, which is unchanged. The transverse diameter of the abdominal aorta at the level of the celiac artery was 3.2 cm. There was an area in the abdominal aorta that was measuring closer to 4.8 cm.¿ operative records dated (B)(6) 2016 from the endovascular portion of the procedure indicate the patient underwent ¿aortoceliac artery bypass using hemashield graft 6 mm, aortic conduit placement using 12 x 6 mm hemashield dacron graft, celiac artery exposure and ligation, thoracoabdominal aortic aneurysm repair using thoracic endoprosthesis, gore tag (B)(4), 40 x 40 x 20 and 40 x 40 x 15 (x2), and thoracic aorta endoprosthesis explantation following malfunction (endoprosthesis removal with direct thoracic aortic exploration).¿ pre- and post-operative diagnoses are noted as descending thoracic aneurysm, extensive thoracoabdominal aneurysm, and history of ascending and aortic arch debranching and ascending arch replacement. Complications of the procedures state: ¿thoracic endoprosthesis stent graft failed to deploy and required explantation and removal via a thoracoabdominal approach. The patient required cardiopulmonary bypass and circulatory arrest and hyperthermia.¿ the (B)(6) 2016 operative records state: ¿next a 12 x 6 mm hemashield dacron graft was selected. Prior to creating the aortic conduit, the hemashield graft was fashioned in a way to add a separate 12 mm branch graft to the bifurcated hemashield graft. This was done by performing an end-to-side anastomosis using a 12 mm hemashield graft which was sewn to the bifurcated graft using 4-0 prolene in a continuous fashion. The purpose of the branch conduit was to allow delivery of the endoprosthesis sheet for the thoracic endovascular repair. Following the construction of the multibranch graft the bifurcated 12 mm x 6 mm graft was sewn to the aorta in an end-to-side fashion following proximal and distal clamping of the aorta above the aortic bifurcation and below the renal arteries.¿ ¿next, a retropancreatic tunnel was created just above the left renal vein behind the pancreas and retrogastric. A 6 mm branch graft from the multibranch was pulled through the tunnel while it was distended avoiding any twists or kinks. The 6 mm branch was then sewn to the iliac artery in an end-to-side fashion using 5-0 prolene suture in a continuous fashion.¿ ¿the pigtail catheter was successfully passed via the elephant trunk within the aortic arch and proximal descending thoracic aorta. Next an aortogram/arch angiogram was performed using dsa technique.¿ ¿measurements were obtained using the marked pigtail. Initially we selected a 37 x 37 x 20 gore tag endoprosthesis. The stent graft was advanced over lunderquist wire which was placed following removal of the bentson wire and following exchanging the 8-french sheath to a 24-french dryseal sheath. The stent graft was delivered to the distal proximal portion of the ascending thoracic aorta without difficulties. The stent was then deployed under fluoroscopic guidance without complications. The (B)(6) 2016 operative report continues: ¿next a 2nd gore tag endoprosthesis 37 x 37 x 20 was introduced in a similar fashion over the lunderquist wire and positioned to overlap with the first stent distally. More than 5 cm overlap was obtained. Systolic blood pressure was maintained in the range of 90 mmhg during the stent graft deployment. However, upon this stent graft deployment the stent was partially deployed distally. The proximal portion of the stent graft failed to deploy despite multiple attempts of pulling the releasing string. Therefore, I made the decision to call the device engineers and ask for any further endovascular suggestion in order to overcome this clear malfunction of the stent graft. The device engineers were contacted via the stent graft representative who was attending the procedure. At this point, we elected to attempt endovascular pinning of the stent from within the distal open portion of the stent graft in addition to exterior pinning of the stent graft using coda balloons. Therefore 14-french sheath was introduced via the working aortic conduit and was introduced through the previously placed 24-french dryseal sheath. Total of two 14-french sheaths were introduced, and 2 separate coda balloons were introduced via the 14-french sheath, both over lunderquist wires. The 1st coda balloon was manipulated and successfully introduced through the open portion of the stent graft. The 2nd coda balloon was placed outside the malfunctioned stent graft and positioned adjacent to the constrained portion of the stent graft. Both balloons were inflated to full capacity under fluoroscopic guidance. Forward push was applied on both balloons while releasing string of the stent graft was pulled in an attempt to release the constricted portion of the stent graft.¿ the (B)(6) 2016 records further state: ¿despite multiple attempts this was not found to be successful in fully releasing the stent graft, and therefore the second proximal half of the stent graft remained non-deployed. Next I was successfully able to introduce a 24-french dryseal introducer sheath and this was advanced over a wire into the open portion of the malfunctioned stent graft in an attempt to apply a progressive slow pressure from within the malfunctioned stent graft while retrograde pulling on the malfunctioned stent graft delivery device was being applied. This maneuver was also not found to be helpful in releasing the proximal portion of the stent graft. Other endovascular attempts were made to release the malfunctioned stent graft without success. The stent graft consulted engineers were asked for any further recommendations or advice, and at that point no further recommendations were given. During this attempt the patient was noted to have sluggish flow distal to the malfunctioned stent graft due to the partial deployment of the stent.¿ the (B)(6) 2016 records continue: ¿at the conclusion of manipulating the endoprosthesis, it became apparent the patient had minimal flow distally and the graft was unable to be manipulated further for removal or explantation, and there we entertained the idea of a thoracoabdominal incision for graft explantation. At this time the midline abdominal incision was extended to a thoracoabdominal incision.¿ ¿the descending thoracic aorta was explored via that incision following transecting the diaphragm. During this part of the procedure the patient was continued to be anticoagulated and acts maintained around 280. Next the patient was placed on cardiopulmonary bypass via a femoral-femoral bypass and the patient was fully heparinized and achieved act levels greater than 500.¿ ¿following full exposure of the descending thoracic aorta, the proximal coda balloon which was introduced earlier within the aortic arch was deployed to maintain proximal control. An arteriotomy was performed in the descending thoracic aorta and the malfunctioned endoprosthesis was removed via that arteriotomy. The endoprosthesis was noted to remain partially deployed along its distal portion and constrained along its proximal portion. The endoprosthesis was passed off the table as specimen without any further manipulation. Full circulatory arrest and hypothermia was then performed. The coda balloon was deflated.¿ the (B)(6) 2016 records state: ¿following this the arteriotomy within the aorta was repaired primarily in addition to a secondary aortic perforation that was noted within the descending thoracic aorta most likely due to aortic rupture following significant hemodynamic changes. At this point a decision was made to continue with the original plan in order to obtain full exclusion of the thoracoabdominal aneurysm. Over the lunderquist wire through the 24-french dryseal sheath further endoprosthesis deployment was performed. At this point a 40 x 40 x 20 gore tag endoprosthesis was deployed after being positioned in a fashion to overlap with the original 1st endoprosthesis within the aortic arch. Next a 40 x 40 x 15 gore tag endoprosthesis was deployed after being overlapped with the 2nd endoprosthesis. Finally a 40 x 40 x 15 gore tag endoprosthesis was deployed in a fashion to overlap with the 3rd endoprosthesis and was grounded just proximal to the superior mesenteric artery which was visualized on fluoroscopy using dsa techniques.¿ the (B)(6) 2016 operative records continue: ¿completion angiogram showed successful exclusion of the thoracoabdominal aneurysm with no evidence of endoleak. Satisfied with this all delivery devices were removed. The 24-french dryseal sheath was pulled down to within the aortic conduit. However, lunderquist wire and coda balloon were maintained for further evaluation of the aorta and the heart condition.¿ the (B)(6) 2016 records further state: ¿once we finished our endovascular repair, we ultimately were able to rewarm to systemic normothermia during which time dr. Belli placed 2 ventricular wires and assured adequate hemostasis. Dr. Belli was able to separate from cardiopulmonary bypass and was able to withdraw the venous cannula and the patient was doing marginal with low perfusion pressure and significant rv dysfunction.¿ ¿due to the rv significant dysfunction the pa pressures began to rise. The patient¿s ef was noted to be approximately within the 5-10% range and dr. Belli decided to reinstate the bypass. Therefore a right femoral venous cannula was placed in addition to the previously placed aortic graft as arterial outflow. The patient¿s heart remained very distended with significantly low ef. Dr. (B)(6) attempted to wean the patient from cardiopulmonary bypass to no avail. The patient required multiple high-dose pressors and we were unable to resuscitate her adequately to obtain any sort of meaningful perfusion pressure. The right ventricle appeared to be barely moving. At this point we consulted (B)(6), m.d., for further recommendation and we all felt that the patient would not be a candidate for balloon pump, ECMO, or any further cardiac support. In addition, the patient¿s ssep monitoring showed high likelihood of paraplegia and potential extensive cerebral stroke. They were in agreement that she would not want to proceed living in a similar fashion, and at that time dr. Belli returned to the operating room and weaned the patient from bypass. The patient expired within 1 minute of doing so.¿ operative records dated (B)(6) 2016 from the surgical portion of the procedure regarding the removal of the ctag device indicate: ¿we attempted to get the 2nd aortic stent to deploy fully but to no avail. At the conclusion of manipulating the endovascular graft it became apparent the patient had no distal flow and the graft was unable to be manipulated to be removed or to be expanded fully. This involved calls to the device engineers as well as the manufacturer representative who was with the case. At this point the patient became tachycardic; had 1 bout of ventricular tachycardia, which required cardioversion. At that time I decided the best plan would be to approach this patient with a thoracoabdominal incision to expose the descending thoracic aorta and attempt the removal of the stent graft.¿ ¿at this time we felt the aorta and attempted to deploy a koda [sic] balloon proximally, which was placed in the graft to essentially cross clamp the aorta and attempt to remove the endo stent graft. We placed a supraceliac clamp with bypass flowing femoral venous to femoral arterial below the stent graft. We also began cooling at this time. When we placed the crossclamp and had the balloon up in the aorta it became apparent the balloon was not occlusive enough to allow safe opening of the descending aorta. We then removed the clamp, let the balloon down, at which time she fibrillated and required defibrillation x1, which was successful.¿ ¿we then opened the lower [descending] aorta[,] resected the aorta at the lower descending aorta, at which time the stent graft that was half deployed became apparent [and] I was able to grab hold and remove it.¿ discharge records dated (B)(6) 2016 state the patient ¿¿presented on (B)(6) 2016, for aorta-to-celiac artery bypass and attempted thoracoabdominal aortic aneurysm repair via endovascular means. Her operation was conducted in conjunction with cardiothoracic surgery. Her procedure unfortunately was complicated by failure of one of her thoracic endoprosthesis stent grafts to deploy correctly, which required explantation via extension of her laparotomy incision to a thoracoabdominal approach. She required hypothermic circulatory arrest and cardiopulmonary bypass for this to be performed. After her maldeployed stent graft was removed, the endovascular part of her procedure was resumed and several thoracic aortic stent grafts were ultimately successfully deployed. Attempts were then made to wean her off cardiopulmonary bypass; however, unfortunately, she had significant right ventricular dysfunction with minimal ejection fraction and required multiple high-dose vasopressors. She was unable to be weaned off cardiopulmonary bypass. She was deemed not a candidate for va ECMO, and a conference was had with the patient¿s family, at which time they felt that in her best wishes that she would not want to remain on mechanical ventilatory or other continuous organ support. After this consensus was established with the family, she was taken off cardiopulmonary bypass and she expired.¿ surgical pathology records dated (B)(6) 2016 regarding a specimen collected (B)(6) 2016 states: ¿received fresh labeled ¿thoracic stent graft¿ are portions of a thoracic stent graft device consisting of a metal flexible graft, and portions of wire and blue flexible tubing. The tubing shows the following designation ¿(B)(4).¿ no soft tissue is attached to the device. Gross only.¿ additional images or radiology reports have been requested from the hospital but have not been provided. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), bleeding (procedural and post-treatment), surgical conversion, and death. It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿

Manufacturer narrative:
(B)(4). Note regarding use of device code (B)(4): this event occurred during an off-label procedure, but it is unclear at this time how this may have affected the outcome. Conclusion codes remain unchanged. Updated recall text - as a result of the CAPA investigation, no root cause(s) could be confirmed for the events. As an overly inclusive measure, mitigation activities and process improvements within gore control have been undertaken as preventive and corrective actions. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold ((B)(4) of (B)(4) devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. Updated applicable IFU statements: it should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty); endoprosthesis: incomplete deployment; aortic rupture; bleeding (procedural and post-treatment), surgical conversion, and death. It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿ the conformable gore® tag® thoracic endoprosthesis IFU provides the following warnings: ¿inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.¿ "always have a surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary."